Manufacturer narrative:
The following fields have been updated with additional/corrected information: b5, d1, d5, and h6. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 03-jun-2022 to 02-jun-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the system shutdown unexpectedly. A field service engineer confirmed that drawer 5 was causing the issue and replaced all controller boards in the drawer to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis medstation es shut down unexpectedly. The user was able to identify the drawer causing this issue and unplugged it. The user added that the affected device was connected to the bd fridge and caused a slight delay to patient care. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that drawer 5 caused station to shut down. A field service engineer replaced all the controller boards in drawer to resolve. The system functioned as intended.

Event description:
It was reported by the customer that a pyxis medstation es system screen unexpectedly stopped responding, delaying patient care. Customer was able to pinpoint which drawer caused the issue and unplugged drawer, the system booted up until initializing device and froze. No other information was released regarding the event. There were no adverse events or injuries reported based on this incident.